Event description:
The customer reported a flo-gard infusion pump which would "not turn on the alarm." This condition may be a failure to audibly alarm. It is unknown when or at what point in the process the reported condition occurred. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of a failure to alarm, however, quality engineering determined the reported condition to be related to problem code 94, which was discovered during device evaluation. The root cause of problem code 94 was determined to be fluid intrusion. This device was returned unrepaired due to service estimate refusal by the customer. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.